Event description:
It was reported by the customer that at bd pyxis¿ medbank tower drawer was not opening while attempting to issue oxycodone ir 5mg. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device drawer was malfunctioning. A technical support specialist opened device manager and ensured all universal serial bus-hubs power management options were deselected then navigated to settings then went to power management and selected the highest power management option then restarted the cubex application and tested the drawer from cubie admin and the drawer functioned properly, but user did not have permissions to cycle count so cycle count would be done once the medication came in. The system functioned as intended after assessed by the technical support specialist.